Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not complete power on process/screeching noise) has been confirmed. The cause for the screeching noise and the inability to complete the power on process is corrupted flash programming. The root cause of the corrupted flash cannot be positively identified. No adverse event resulted from the corrupted flash. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor will not complete the power up process. The monitor will only show the "wearable defibrillator" screen and is making a screeching noise. The pt was issued a replacement monitor.